Manufacturer narrative:
Patient code: no code available. Patient experienced myocardial irritability.

Event description:
It was reported that the patient experienced myocardial irritability. Relation to the device or procedure is unknown. The issue was resolved without sequelae with cardiac catheterization, av node ablation and device reprogramming.